Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received a questionable high elecsys insulin result for one patient sample. The initial result was 117.2 u/ml and was reported outside of the laboratory. The result was questioned by the physician so the laboratory sent an aliquot of the sample to be tested in another laboratory and the result was 13.31 u/ml. There was no allegation of an adverse event. The reagent lot number was 269702. The expiration date was requested but was not provided.

Manufacturer narrative:
As no sample from the patient was available, the investigation was unable to find a definitive root cause. Based on the qc data, a general reagent issue was excluded.

Manufacturer narrative:
Information was provided that the patient historically had insulin results around 100 u/ml. The repeat testing was performed using clia methodology on (B)(6) 2018.